Event description:
While using the broach handle on the patient's right hip, the handle broke apart. Surgeon was able to retrieve screw and both handles. Visual inspection of surgical site did not reveal any pieces. X-ray was done to ensure that no foreign bodies were retained. X-ray was negative.